Event description:
Per my conversation with medical practiioner in 2007, I was told to return the contact solution to the local store or mail to the company for a refund. Also, my telephone number was requested, and med practioner stated she would have a medical rep contact me within 4 to 7 working days. I was also encouraged to contact my optometrist to have him explain to me further that the company was initiating a voluntary recall of the above mentioned product and the company was not liable for any problems other than a diagnosis of acanthamoeba keratitis. During our conversation, I explained that I still had the two bottles of contact lens solution and asked whether I should send it for laboratory testing. I was instructed to return the product to the local store where purchased and that no testing was required. This answer does not sit well with me. The following situation as stated in the next paragraph has occurred with little satisfaction. I have spoke to my optometrist and yes, I now use another contact lens solution without incident since thirteen days earlier. I have worn prescription focus brand contact lenses for eight years. For years, I used another competitor brand contact solution without any problems. Due to a recall last year, my optometrist recommended I switch to amo complete moisture plus in 2006. In 2007, I developed redness, tearing and significant eye irritation. After speaking to my medical physician who ordered an antibiotic, I then was referred to my optometrist whom diagnosed me with an ulcer to my right eye. After two office visits, my eye had healed with a scar and I was instructed that contact use could resume. Within a two week period, I developed eye irritation and redness. I would continue to change my contacts more frequently then usual, give my eyes a rest from contact lens use but kept experiencing abnormal redness/eye irritation. After seeing a recall on this product in the newspaper (may 2007), I immediately switched my solution to another brand solution. Since using the new solution for two weeks, my eyes have not developed any further eye issues. I am requesting of amo that the product be tested at a facility of choice, refund of three pairs of replacement focus contact lenses. Medication (antibiotic) and optometrist office visits . All copies of receipts available upon request.